Event description:
It was reported that during the reprocessing of a da vinci mega suturecut needle driver instrument, the cable was observed to be broken. The customer indicated that the cable appeared to be frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip close cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable, if to recur could cause or contribute to an adverse event.